Event description:
On (B)(6) 2014, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses and a gore® dryseal sheath. After implantation of the devices was successfully completed on one access side, treatment was reportedly focused on the other side. It was reported that during the procedure, the physician leaned over the sheath to close a left femoral arteriotomy. While the physician was working on implanting devices on the other side, the patient reportedly became hypotensive. The sheath valve was reportedly noted to be open, and the patient was losing a large amount of blood from the valve. It was reported the sheath valve was inadvertently bumped during the procedure, causing the valve to open. The patient reportedly lost 1500 cc from the procedure overall, with a loss of 1300 cc from sheath valve port. A transfusion was reportedly not administered, and there were reportedly no other clinical outcomes that resulted from the blood loss. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing records for the sheath could not be performed as the lot number was not available.